Event description:
Patient was wearing a Pod on the abdomen between 1 and 4 hours. On (b)(6) 2026, the patient experienced vomiting, lightheadedness, headache, inability to get out of bed, and vomiting a dark/black substance. Dexcom readings displayed "HIGH," while fingerstick blood glucose values were reported as up to 33 mmol/L (594 mg/dL). The patient reported that the controller displayed an Automated Delivery Restriction/Check Blood Glucose message and reported receiving an alert indicating that a bolus was not delivered while the Pod was being worn. The patient alleged insulin was not delivered by the Pod. Medical assistance was sought, and the patient was transported by ambulance to the hospital, where diabetic ketoacidosis was diagnosed. The Pod was deactivated and later removed at the hospital. Treatment included intravenous fluids and insulin, followed by long-acting and rapid-acting insulin injections. Blood glucose levels subsequently normalized, and the patient was discharged on (b)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.High blood glucose is a common symptom for people with diabetes (Glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dL for 14-25% of the time\[1]"\[2]"\[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. \[1]" Beck RW, Bergenstal RM, Cheng P, Kollman C, Carlson AL, Johnson ML, Rodbard D. The Relationships Between Time in Range, Hyperglycemia Metrics, and HbA1c. J Diabetes Sci Technol 2019;13:614-626.\[2]" Welsh JB, Derdzinski M, Parker AS, Puhr S, Jimenez A, Walker T. Real-Time Sharing and Following of Continuous Glucose Monitoring Data in Youth. Diabetes Ther 2019;10:751-755.\[3]" Puhr S, Derdzinski M, Welsh JB, Parker AS, Walker T, Price DA. Real-World Hypoglycemia Avoidance with a Continuous Glucose Monitoring System's Predictive Low Glucose Alert. Diabetes Technol Ther 2019;21:155-158.Locked Down Smartphone: Data not available.Omnipod Software App Version: Data not available.Operating System: Data not available.Hardware: Data not available.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.